Event description:
It was reported that revision surgery is scheduled due to pain and repeated hip dislocations. Reduction of the hip dislocations has required additional medical intervention.

Manufacturer narrative:
(B)(4)